Event description:
The customer stated that the insulin pump had a blank display. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a component on the liquid crystal display board puncturing through the isolation tapes and shorting to the battery tube.